Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported clinical prodisc-c study patient ID # (B)(6) presented radiculopathy. The patient was implanted with a 5mm large prodisc-c at c5-c6 on (B)(6) 2003. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event. Upon clinical review, it has been determined there is no clear association between the reported radiculopathy and pdc. Should additional information become available regarding this event, including the location of radiculopathy, onset date, severity, and outcome, this event should be reassessed at that time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event. Upon clinical review, it has been determined there is no clear association between the reported radiculopathy and pdc. Should additional information become available regarding this event, including the location of radiculopathy, onset date, severity, and outcome, this event should be reassessed at that time.